Event description:
It was reported that, "on (B)(6) 2013, a 2 level cervical was performed with reflex hybrid and as peek. Within 20 hours the screws and the most superior level had already come unlocked and were backing out of the plate. On (B)(6) 2012 we had to do a removal of plate and do a posterior fusion. Final locked position was confirmed on (B)(6) 2013 and the post operative xrays support this. In the operation, we locked and unlocked the screws a number of time so it was unknown if the plate was damaged in the process. But again, final locking looked on the microscope monitor that it was locked and the locking rings were covering the screws appropriately."

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the reflex-hybrid 2 level acp was confirmed to have screws backed out past the locking ring. This is seems in the x-ray photos provided with the complaint, which shows the screws backing out of the patients' bone and through the plate. The manufacturing records were reviewed and there were no relevant discrepancies found in the manufacturing records. The locking ring on each screw hole in the plate is designed to hold the bone screws in place, to prevent them from backing out of the plate. However, as seen in the x-rays, 2 bone screws did back out of the bone and eventually went through the plate as well. The most likely cause for this event can be attributed to the load being put on the locking ring once the screws backed out of the bone. This produced forces on the locking rings which eventually became disengaged from the screws, which were unable to hold them into the bone. Conclusion: the most likely cause for this event can be attributed to the load being put on the locking ring once the screws backed out of the bone. However, the cause cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that, "on (B)(6) 2013 a 2 level cervical was performed with reflex hybrid and as peek. Within 20 hours the screws and the most superior level had already come unlocked and were backing out of the plate. On (B)(6) 2012 we had to do a removal of plate and do a posterior fusion. Final locked position was confirmed on (B)(6) 2013 and the post operative xrays support this. In the operation, we locked and unlocked the screws a number of time so it was unknown if the plate was damaged in the process. But again, final locking looked on the microscope monitor that it was locked and the locking rings were covering the screws appropriately."